Event description:
A report was rec'd that a pt will undergo a pocket revision procedure, due to discomfort at the pocket site, and the pt has a swollen liver. The revision procedure will occur at a later date.